Event description:
N/a

Manufacturer narrative:
Updated fields: d10, g4, g7, h2, h3, h4, h6, h10 UDI: (B)(4). The mayfield skull clamp was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that while the doctor was trying to connect the mayfield skull clamp to a navigation adapter, the threads inside the starburst of the skull clamp got cross threaded and then literally pulled out of the hole like a spring and broke the device. The skull clamp was already on the patient's head but she was not yet prepped for the unspecifed procedure. The doctor was able to use a different skull clamp to complete the procedure. There was a delay of ten minutes; however, no patient injury occurred.